Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty at l1. One of the balloon ruptured and the contrast leaked. It was noted that there was no allergic reaction and no balloon fragments left in the patient.

Manufacturer narrative:
Additional information - analysis: during functional analysis it was not possible to inflate the balloon of the ibt probably due to a hole or a leak on the device. Visual analysis confirmed the presence of a hole in the balloon. This is a radial rupture nearby the distal peak. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the balloon rupture is due to the contact with bone splinters during surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.